Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. Service will be performed by hospital employee or contractor.

Event description:
The hospital reported an error that causes elevated co2 levels. There was no report of patient involvement.